Event description:
On (B)(6) 2026, patients underwent placement procedures using powerport m.r.I. Isp devices. It was reported that, since (B)(6) 2025, the facility had observed an increased number of events potentially associated with port site infections. Internal reviews of these cases were ongoing; however, no definitive cause for the observed increase had been identified. It was further reported that there had been no significant procedural modifications or changes to skin preparation practices. Discussions with proceduralists indicated that the powerport implantable device may protrude above the skin surface, potentially resulting in increased tension on the surrounding skin and sutures. The current clinical status of the affected patients is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported expulsion issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.